Event description:
The customer reported that a patient coded while on a ventilator and the alarm did not sound at the central station.

Manufacturer narrative:
The customer reported that a patient coded while on a ventilator and the alarm did not sound at the central station. The information from the customer indicates that users had damaged the connector on the extension server. No spo2 information could be sent to the monitor therefore, there could be no spo2 alarming. This would be obvious to users when monitoring was initiated because, no spo2 data would appear on the display. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).